Event description:
It was reported that the device powers on and off by itself due to battery or charging issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report about a pcu device shutting down could not be confirmed or replicated. Pcu passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Inspection of the pcu determined that the instrument had a broken manufacturer seal (this finding indicates that the device was opened after leaving bd manufacturing or the san diego repair center). The right (male) and left (female) inter-unit interface (iui) connectors were observed to be in good condition review of the pcu error logs did not confirm any errors in the logs. A review of the battery records was conducted, and no records related to the reported event were found. An investigation of the pcu event logs could not be performed for the day of the reported event 13nov2024), as they were overwritten due to continued use the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: the devices were disassembled for this investigation. Please ensure that proper testing is performed. Dchu is not responsible for any costs associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device powers on and off by itself due to battery or charging issue. There was no patient involvement.